Event description:
The user facility reported that towards the end of the therapeutic colonoscopy, the users attempted to apply a clip at the site of a 1.5 cm carcinoid tumor, however, the clip reportedly did not close completely. The procedure was completed with the use of three additional clips from the same lot which were said to have worked appropriately. The procedure was reportedly delayed and the pt was said to have received additional anesthesia. There was no pt injury reported.

Manufacturer narrative:
Olympus was informed that the subject device referenced in this report was discarded immediately following the procedure. The cause of the user's experience cannot be conclusively determined. This report is being submitted as a medical device report in an abundance of caution.